Manufacturer narrative:
(B)(4). Device evaluated by MFR.: deice was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-07532. It was reported that the burr became stuck on wire. A 1.50mm rotalink¿ plus and a rotawire were selected for use. After the first ablation was done, the burr was removed from the patient. However, it was noted that the wire was unable to be removed from the burr. The burr and the wire were removed together from the patient's body. No patient complications were reported and patient's condition was good.